Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during initial drain. The home patient (hp) was connected at the time of the alarm, however, the care giver (cg) connected the patient after they pressed go to start the therapy. The technical service representative (tsr) explained the alarm and assisted with troubleshooting to clear alarms. The tsr advised them to discard supplies and to start over with new supplies. This writer contacted the cg for a follow-up regarding reported problem. The cg stated that when they had the se 2240 alarm, they cycled the power and reused the same supplies and continued therapy on the hc. They stated that they did not start over with new supplies because they did not see anything wrong with it. They stated that they have not talked to their registered nurse (rn) regarding this alarm. The cg stated the patient is fine, because they are on antibiotics anyway because of an ear infection. The cg stated this should help any negative affects if there is one. They stated they did not notice anything unusual with the supplies. The cg stated that patient's therapy has been going fine. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is known. Since the lot number is unknown, a batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during initial drain was confirmed; per the complaint information. The cause of the alarm was determined to be use error - patient not connected when therapy initiated. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The label review found the patient at home guide to be adequate for the use error in this incident. Patients are instructed to follow steps to perform before patient can press "go" to start the therapy. Instructions related to the reported problem are contained in the product labeling. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA